Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported when they remove the aligners they cannot chew for over an hour because of the sensitivity and especially with a lower tooth hitting the top teeth. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.